Event description:
Sometime during the latter part of 1/98, a 15 y/o boy fell down while he was playing basketball. While he was on the ground, another player stepped on his head. It has been reported that his system stopped working at that time. His parents did not report the incident to the center until 3/13/98, six weeks after the event. The audiologist who examined the boy indicated that although the implant site had healed by the time the boy was seen at the center, his mother states that after the fall, the site was swollen and painful. Testing conducted with the portable cochlear implant tester indicated a "no link" condition. No date has been scheduled for revision surgery.